Event description:
It was reported the patient may undergo a revision of the ipg pocket site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
Additional information was received indicating surgical intervention took place on (B)(6) 2021 wherein the ipg site was revised to address the issue.